Event description:
It was reported that high impedance was found on the patient's vns device. There was no known falls or injury which may have contributed to the high impedance, and it was reported that the lead looked very bad at the last generator replacement surgery. The lead was replaced and impedance was within normal limits. The explanting facility does not return devices due to the facility's policies. No additional or relevant information has been received to date.